Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead repeatedly dislodged. The physician removed the lead and exercised the helix, the helix popped out rather than slowly deploying. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.